Event description:
Litigation alleges patient had pain and an inhibition of the ability to walk; devices failed with shedding metal debris in body after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is considered closed. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4).

Event description:
Medical records received. After review of the medical records for MDR reportability, the patient was revised to address very hight metal ions level and pain. Operative finding reported of gross metallosis with extensive soft tissue destruction. Revision notes reported of extensive synovial fluid, gross metallosis with staining of soft tissue, cystic changes and filled with metallic debris. MRI revealed a fluid collection an peripheral blood tests were indication of high chromium level. There is no laboratory result for the alleged high metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.